Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the patient was manually disconnected from the ventilator for routine suctioning. After reconnecting the patient to the ventilator, it did not restart. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided by the user facility and no service was requested. The user facility decided to continue to use the ventilator as it otherwise was working well. Further information was requested but no response has been received. Due to the limited information provided, no investigation has been possible. Therefore the root cause of the reported event has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4).